Manufacturer narrative:
(B)(4).

Event description:
Same case MDR ID: 2134265-2015-02369, 2134265-2015-02392 and 2134265-2015-02393. It was further reported that in (B)(6) 2013, the coronary angiography was performed and revealed totally occluded at saphenous vein graft (svg) to diagonal with stent thrombosis. The patient was scheduled for stage intervention. In (B)(6) 2014, the lesion was within the mid portion of the saphenous vein graft (svg) to distal left circumflex (lcx).

Event description:
Same case as MDR ID: 2134265-2015-01303, 2134265-2015-01302 and 2134265-2015-01301. (B)(4) clinical study. It was reported that slow flow occurred. In (B)(6) 2013, the patient presented with myocardial infarction (mi). Then, a 4.0 x 8 mm and two 4.0 x 20mm promus element stents were implanted in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2013, the patient presented due to acute coronary syndrome (acs) and was hospitalized on the same day. It was noted that there was isr of the previously placed two 4.0 x 20mm and a 4.0 x 8mm promus element stents. Subsequently, the patient underwent percutaneous repair of vein graft to r-pda. The event was not recovered or resolved. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to coronary artery disease (cad) and was hospitalized on the same day. The lesion within the distal portion of svg to first obtuse marinal (om1) was treated with placement of a 4.0 x 20 mm promus element plus stent. Following post dilatation with 5.0 x 8 mm quantum balloon catheter, slow flow within the vessel was noted. Subsequently, adenosine and nitroglycerin were administered within the graft resulting in improvement of blood flow. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).